Manufacturer narrative:
A ge rep evaluated the system, replaced faulty collimator. System operates as intended.

Event description:
It was reported that the system is generating a collimator too large error. No patient injury reported.